Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoidectomy, the clip was fed into the jaws sideways at the 5th or 6th firing. Then, trigger was fully grasped and the jaws became not to open. The event occurred before the device approached the target tissue. The device was removed from the patient with the deployed clip in closing the trigger. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with one cam ramp broken. This condition would not allow the jaws to collapse in order to form the clips. The device was tested for functionality and ejected 8 clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented further functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.